Event description:
It was reported that loss of capture due to high capture thresholds were noted on the right ventricular (rv) lead after the patient presented with bradycardia. X-ray was performed and revealed a dislodgement on the rv lead. The patient presented for a lead revision procedure. During the procedure, the dislodged rv lead's helix would not extend, and the rv lead was removed and replaced. The patient was stable.